Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 315 mg/dl. The customer stated that they had received an insulin flow stopped and insert battery alarm which was weird because, she had just changed her battery, customer stated she put a new battery in, the alarm was not go away, so she tried another battery and now the pump was not turned on. Customer stated that the contacts on the battery cap was not missing or damaged. The customer was assisted with troubleshooting and advised to insert a new battery then found that the display was not returned. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display, problem isolated to electrical board. Unable to confirm unexpected no delivery/occlusion alarm due to blank display.